Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently became warmer than expected, and subsequently caused the insulin to become "gelled". Customer had elevated blood glucose (bg) levels (400 mg/dl). Customer administered a manual injection to address elevated bg levels. The reported issue was not occurring at the time of the report.